Event description:
Customer reported to beckman coulter, inc. That the coulter act 8/10 series hematology analyzer has been leaking fluid. Customer reported the volume of the leak was about 1 ml. Customer reported the coulter act series 8/10 analyzer generated plus signs on the wbc (white blood cell) controls and patients results. Customer reported the controls were within range. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leaks in the instrument. Customer reported the probe wipe was leaking. Customer indicated they replaced the probe wipe and the leak was resolved. The fse verified that the instrument was not leaking.

Manufacturer narrative:
(B)(4).